Event description:
It was reported that this pacemaker was found to be operating in safety mode. Oversensing was also determined. The pacemaker replacement was recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.